Manufacturer narrative:
Evaluation codes, results: (endoleak), conclusion: (tight and calcified distal aorta). Other (secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the distal aorta was calcified and tight which made it difficult to cannulate the contralateral gate. It was reported that the physician was able to cannulate the gate with a wire but not able to pass a graft up the contralateral side and there was an unknown endoleak after deployment of the bifur was completed. The decision was made to convert the device to an aorto-uni-iliac by placing a 26x40 cuff and a 28x40 cuff followed by a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.